Manufacturer narrative:
Section b3 - date of event: account confirmed onset date as july 2025. No specific day indicated. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h6 - device code(s): 3191 no code available (dissatisfaction - quality/design) device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was complaining of poor visual quality and quantity for both distance and near vision with bilateral eyhance intraocular lens (iol) implants. The patient was distressed, mentioning that the visual quality is terrible and no longer able to perform any daily routine activities. The patient's post-operative refraction is +0.25 -0.25 × 40 for the right eye (od) and -0.25 -0.25 × 40 for the left eye (os) with visual acuity of 20/30 for both eyes. The account also indicated that even with correction, the patient complains excessively about the quality and quantity of vision. The pre-operative optical path difference aberrometry (opd) was good. Add +2.50 ¿ j2 (poor), j5 without correction. Biometry revealed a quiet eye, cornea and iol okay, capsule okay. Further information received on 26 february 2026 indicated that the onset date was july 2025 and the symptoms got worse 60 days ago and the last examination was 7 days ago. The account indicated that a corneal topography revealed the parameters to be normal for both eyes; retinal corneal optical coherence tomography (oct) was normal for the od and showed a micro-alteration of the outer macular layers (probable scar from central serous chorioretinopathy) for the os. The account also reported that the patient cannot go without multifocal glasses for the most basic daily activities, such as driving, watching television, watching a football match at the stadium, using the computer, and playing tennis. An addition of at least +2.50 is needed for the patient to have good near vision. The account reported dissatisfaction towards the outcome. No further information was provided. Note: this report captures the intraocular lens implanted in the patient's right eye. The report related to the patient's left eye is being submitted under MFR number: 3012236936-2026-0000739.